Event description:
It was reported that the device migrated 3 inches within the pocket, as confirmed via x-ray. Device revision was planned however patient cancelled. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.